Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the damaged instrument component was a frayed pitch cable. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. Engineering also found the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical prograsp forceps instrument tip was noted to be split apart. No patient harm, adverse outcome or injury was reported.